Event description:
It was reported that the programmer failed an autonomous cursor movement test. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis confirmed unexpected/poor response to finger touch during operator interaction with the touchscreen. It was noted that the stylus tip was loose, the fan cable was worn, the printer was non-responsive, the power cord bay, the keyboard, both upper hinges, the printer tray and the handle cover were damaged. It was further noted that the logo button was missing, the lower bullet covers were missing, the lead and wrist electrode final test failed, the media bay door and both keyboard hinges were broken. The programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.